Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. The 5.5x80 supera referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion from the mid to the distal superficial femoral artery with mild tortuosity and moderate calcification. A 5.5x120mm supera self-expanding stent system (sess) was advanced with resistance due to a non-abbott guide wire. The device was withdrawn with resistance due to the non-abbott guide wire. A 5.5x80mm supera sess was advanced with resistance due to the non-abbott guide wire. The 5.5x80mm supera was withdrawn with resistance due to the non-abbott guide wire. Ultimately the lesion was treated with balloon angioplasty. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.